Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "one part of the device was damaged"? Could you please specified what part of the device was damage? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during distal gastric surgery ,could not fire when severing gastric tissue on the first firing . Noted that one part of the device was damaged . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.